Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified posterior tibial artery. A 1.5 mm x 20 mm x 143 cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres for 3 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient serious injury nor complications were reported.